Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The actual brand name of the device is: paradigm real-time veo insulin infusion pump, which is only marketed outside the united states.

Event description:
It was reported that the up and down buttons on the insulin pump were responding intermittently and the screen was frozen. No further information was provided.